Event description:
Cracks, holes discovered in the PICC line. PATIENT CODES: 4582, DEVICE CODES: 1135, 1504. REFERENCE REPORTS# CDRH-50038735, CDRH-50038833. THIS REPORT CAPTURES FOOTPRINT PICC 1.4 FR SINGLE LUMEN DEVICE #2.